Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. No MRI scans or procedures were noted. On (B)(6) 2016, the device was explanted and replaced. No further information was available.